Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, broken reservoir tube lip, faded serial number label, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the o ring was falling out of the insulin pump and reservoir lip was shard missing. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir lip and ring was not able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, broken reservoir tube lip, faded serial number label, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.